Manufacturer narrative:
This report is submitted on (B)(6) 2018. (B)(4).

Event description:
Per the clinic, the patient experienced pain with device use, subsequently the device was explanted on (B)(6) 2017. The patient was re-implanted with a new device during the same surgery.